Event description:
During a thoracoscopic bullectomy procedure, the instrument did not fire. The surgeon applied another device without patient injury.

Manufacturer narrative:
7/16/97-supplemental report #1 submitted to FDA.